Event description:
Additional information was received that this patient underwent a replacement procedure. This product was successfully explanted and a new product was placed.

Event description:
Boston scientific received information that that health care provider (hcp) for the patient with this device requested a longevity estimate. The hcp reported that the battery voltage was 2.51 volts with a charge time of 20.7 seconds. A technical services consultant discussed that the device is on the shortened replacement window ((B)(4) 2007) advisory. The hcp was unaware of what the 27 month battery voltage was, as the patient was new to the clinic. Ts recommended that the device be replaced within one month of the declaring a battery status of elective replacement indicator (eri). There were no adverse patient effects. At this time, the device remains in service.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.